Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Additionally, an image was received from the field and it appears to show the device deformity during procedure. Information from the field indicated that a 9f delivery sheath was used and that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment. The cause of the reported device deformity could not be conclusively determined. Per the instructions for use, amplatzer¿ pfo occluder, it stated "warnings: do not release the amplatzer¿ pfo occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device." In this case, the physician decided to use the deformed product as it was thought that "the changed shape was applicable" and thought that it could be ok to use and implant in an appropriate way as usual which it deviates from the instructions for use. However, it was unable to determine if it contributed to the reported device deformity. Therefore, a letter request will not be sent.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo was selected for an implant using a 9f amplatzer trevisio delivery system. The pfo device disc shape was observed to be deformed and bulging during preparation. However, the physician decided to use the deformed product as it was thought that "the changed shape was applicable" and thought that it could be ok to use and implant in an appropriate way as usual. The procedure was completed with no patient effects. The patient is stable.